Event description:
Event description guidant received information that this implantable transvenous defibrillation lead has measured an increase in ventricular impedance since implant, from 600 - >2000 ohms. An increase in thresholds was also noted, as well as a slight decrese in r waves.